Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 12 point of care unit (pcu) front cases with keypads needed to be replaced due to cracks near screw hole(s) at base of display.

Event description:
It was reported that 12 point of care unit (pcu) front cases with keypads needed to be replaced due to cracks near screw hole(s) at base of display.

Manufacturer narrative:
Investigation conclusion: the customer reported complaints of keypads being replaced due to cracks near screw hole(s) at base of display was confirmed. Test results identified that the ac indicator light did illuminate on 12 out of 12 keypads after plugging in the power cord. All keys on the keypads were functioning as intended. No faults found. Device inspection: external and internal inspection was performed on (qty 12 gm p/n tc10008759). During internal inspection, the keypads were found with no signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were observed to have cracks at the bottom screw inserts. Root cause analysis: design issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for the investigation.